Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation breached cut, apparent explant damage. Full lead in segments returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation breached cut, apparent explant damage. Full lead in segments returned and analyzed.

Event description:
It was reported the patient died approximately three months post implant. During explant post-mortem, the mortuary technician noticed the leads were damaged. On initial inspection of the leads by the patient's physician, it was evident that the leads had "slits as if caught by the scalpel on explant". Additionally, impedances suddenly went high on the day of explant. The physician reported that the patient had "died of a terminal illness as verified by the mortuary department". The cause of death was noted to be cancer. Verification of the cause of death has been requested and not received.

Event description:
.

Event description:
It was reported the patient died approximately three months post implant. During explant post-mortem, the mortuary technician noticed the leads were damaged. On initial inspection of the leads by the patient's physician, it was evident that the leads had "slits as if caught by the scalpel on explant". Additionally, impedances suddenly went high on the day of explant. The physician reported that the patient had "died of a terminal illness as verified by the mortuary department". The cause of death was noted to be cancer. Follow up later verified the patient had died of terminal cancer with no allegation of any device or lead issue related to the patient death.